Event description:
Gamunex strength: gamunex-c 10% sdv (2.5gm/25ml) and gamunex-c 10% sdv (10gm/100ml). Gamunex frequency: intravenously daily for 2 days every 2 weeks. Unsolicited: patient reported curlin pump (serial number: not provided; maintenance due: not provided) stating error system timeout, empty lithium battery. Advised patient pharmacy will replace the pump as the internal battery has failed, not related to the replaceable c batteries. Patient currently on day 1 of 2 infusion. Patient confirmed home health nurse has back up gravity supplies on hand to complete infusion today. No dose missed due to faulty pump at this time. No adverse effects or events reported due to faulty pump at this time. Issue was noticed prior to infusion starting. Faulty pump in patient¿s possession and return box being sent for patient to return to pharmacy. No further info. Reported to (B)(6) by: patient/caregiver.